Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error multiple times. Customer does not recall any significant events leading to the error., except that they occurred during bolus attempts. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for no delivery and customer was able to rewind however, there were multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to several alarms in the history file. The insulin pump alarmed due to corrupted history file. No excessive no delivery alarms noted. The motor was tested outside of the insulin pump and passed. The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and cracked battery cap stripped coin slot.